Event description:
It was reported that the screw did not come out of the implantable pacing lead (ipl). The ipl was removed and replaced with another product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Analyst commented, upon receiving more information, lead was retrieved from storage and analyzed. Analysis found the lead stretched, with buckling of the insulations. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).